Event description:
Phytonadione (vitamin k) injector leaked around where the needle inserts into the syringe. This happened with 2 injectors. The lot number on both was er000j6 with expiration of 3/18. This infant was poked three times. Infant had 3 injections for vitamin k. The first two syringes were defective and infant did not get any of the vitamin k doses. The third dose was drawn into another needle and given with out difficulty. Patient was discharged to home at two days of life. Although, this is a treatment of phytonadione injectable emulsion usp that comes in pre-filled syringes, it appears the contents weren't at issue, but rather the saf-t-jet syringes: 27g. X 12" needle. The box and syringe each are labeled with (B)(4).